Event description:
It was reported that a vascular stent would not deploy. Eval of the returned device revealed that approximately 17mm of stent had partially deployed. There was no reported pt injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.